Event description:
It was reported that during a remote follow up, high, out-of-range pacing impedance was noted on the right ventricle (rv) lead. The physician suspected the high impedance was due to encapsulation at the lead tip. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.